Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg is causing discomfort. Reportedly, the patient is experiencing the feeling that the ipg is rubbing against their ribs. As a result, surgical intervention is expected to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this incident report, attempts were made to obtain complete patient information.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced, which addressed the issue. No complications were noted during the procedure.